Event description:
This product contains bpa. It had not had proper testing certain age groups. The instructions and warnings change from week to week because this company says they are still testing this product as they go. This product has caused serious pain in my legs and feet. I went through a horrible detox phase and a depression stage due to the detox. This company told me this was normal and it would pass. It has not so far. A plastic stick with 4 claws on it to dig into fat to get rid of cellulite. Purchase date: (B)(6) 2016. Document number: (B)(4). Report number: (B)(4).